Manufacturer narrative:
The reported event could not be confirmed due to insufficient information. The sales rep indicated that "hospital and surgeon policy" prevents further details. Stryker orthopedics conducted an investigation to ensure that neither the device nor its manufacturing processes contributed to the event, finding no discrepancies. Currently, there is not enough information to determine the root cause. If the product is returned or more information is provided, the complaint will be reopened. Based on the investigation, no design, material, or manufacturing issues were found, so no corrective actions are necessary. The complaint is added to the complaint trend.

Event description:
It was reported to stryker that the patient began experiencing discomfort four years after the material was inserted. It was reported there was inflammatory reactions and swelling. A post operative scan was performed and showed that the swelling was due to the implant inserted and a revision surgery was performed to remove the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported to stryker that the patient began experiencing discomfort four years after the material was inserted. It was reported there was inflammatory reactions and swelling. A post operative scan was performed and showed that the swelling was due to the implant inserted and a revision surgery was performed to remove the implant.